Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a superficial femoral artery (sfa) and popliteal occlusion. A 6f short sheath was used. The 6.0 x 180 mm armada 18 balloon was used to pre-dilate the popliteal and mid sfa lesions. Two supera stents were implanted from the popliteal to mid sfa successfully. The 6.0 x 180 mm armada was re-advanced for additional pre-dilatation of the proximal sfa and post-dilatation of the 5.0 x 180 supera stent. The balloon had to be forcefully pushed through the 6f sheath under negative pressure and during post-dilatation the balloon suddenly ruptured. During withdrawal of the armada balloon catheter a lot of resistance was felt. When the catheter finally came out, it was only the proximal shaft. The distal shaft was still on the guide wire in the vessel. The guide wire, along with the distal shaft was then removed from the patient, but the balloon itself was missing. Fluoroscopy noted there was something at the proximal of the sfa blocking the run from going down. A long 6f sheath and guide wire were inserted using left groin access and the short 6f sheath was removed. The short sheath was thoroughly flushed in the tray and it was noticed that some balloon material had come out. It was thought that some of the balloon material remained in the patient; therefore a high pressure balloon was used in the proximal sfa, followed by implanting two covered stents from the end of the supera stent up to the bifurcation of the sfa and profunda femoral artery (pfa). After post-dilatation, another run was done and it was good flow. The procedure was successfully completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The resistance with the introducer, balloon rupture, and difficulty removing were unable to be confirmed due to the condition of the returned device. The separations were confirmed. The armada 18 instruction for use states: do not advance the armada 18 pta catheter against significant resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties and subsequent patient effects/treatment appear to be due to case circumstances.